Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. Following insertion, the patient experienced severe pelvic and vaginal area pain, recurrent urinary and fecal incontinence, excruciating pain during intercourse, chronic urinary tract infections and bladder infections, unrelenting vaginal infections with vaginal discharge, bleeding and foul odor, mental and emotional damages, depression due to chronic pain, infections, leakage and inability to have sexual intercourse with husband. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.